Manufacturer narrative:
Received one new list #011-d1005, tego¿ connector; lot #4076020 and four used list #011-d1005, tego¿ connector; lot #4076020 on june 20, 2021 for evaluation. The connection locations of the 011-d1005 tego male luer and threads that would have been attached to the female luers of the mating device catheter were evaluated and functionally tested. The connections met design and product performance expectations. No mating devices were returned to evaluate with the returned 011-d1005 tego assemblies. The complaint was unable to be replicated or confirmed during lab testing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a tego connector that the customer reported the venous line was disconnected from the catheter during dialysis. The customer stated the involved device was fresenius dialysis tubing and fresenius dialysis catheter. The tegos were changed before connection and the catheter dressing was repaired. The setup was described as a normal dialysis set up in a dialysis station, nothing special. 1.5 hours after the start of dialysis there was an alarm. The patient said she was fine but a colleague on the opposite side of the patient visualized a pool of blood. It was reported the blood loss was approximately 1 liter. After putting back the venous line on the catheter and filling it with 2 liters of 0.9% nacl, there was a loss of consciousness of the patient but with a perceptible pulse. The patient was provided oxygen 9l/min with a mask then ventilation with an ambu. The patient regained consciousness with adapted answers but was nauseated and vomiting. 2 hb were provided by gasometry; the first was 122 and the second was 99. The tegos were rechanged by the nurse. The original medical order was 1 unit of blood in emergency, 2 units the following hour, and 1 unit in reserve. The customer reported the patient was given a transfusion of 2 units of blood, stabilized, and transferred to the ICU by ambulance with the anesthetist. The patient was in the ICU for hemodynamic monitoring. The event involved one tego and it is unknown where the blood loss occurred. Additionally, it was reported after there was a delay in critical therapy and after a prolonged hospitalization, the patient was discharged home.